Manufacturer narrative:
Corrected data: during review of the reported event on 03/23/2021, it has been determined that the device evaluation results stating cartridge tip cracked/deformed and lens damage will no longer be considered a reportable event as customer had not initially reported against any issue with the cartridge and also did not report about any lens damage. Therefore, no further information will be submitted under MFR report number 2648035-2021-00040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during november 2020. If implanted, give date: not applicable, as there is no indication that the lens was implanted. If explanted, give date: not applicable, as there is no indication that the lens was implanted therefore it was not explanted. Additional device code: (B)(4): stuck in cartridge. Device evaluation: the dib00 product was returned in its original package. Visual inspection using magnification was performed to the returned sample. The plunger and pushrod was observed in advanced position. Residues of lubricating material were observed on cartridge. The cartridge tip was observed deformed and crack. The lens was observed damaged and stuck at the cartridge tip section. Based on the sample evaluation, there is no evidence to suggest that the complaint unit has been affected by the manufacturing process. The condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. The complaint issue reported was verified.based on the analyzed of the returned, there is no indication of product quality deficiency. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. There are no discrepancies found during the mrr (manufacturing record review). The search revealed no additional complaints from this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was stuck in cartridge. There was patient contact that the lens was partially inserted. There was no patient injury. The procedure was completed using backup lens. The device visual inspection evaluation reported the cartridge tip was observed deformed and crack. No further information available.